Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device data logs and initial testing. The device was put through extensive testing including on/off current check and manual self-tests on rescue and non-rescue mode without duplicating the report. The device was recertified and returned to the customer. The battery used during the event were not returned for evaluation. No trend is associated with reports of this type.